Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he had unexplained low blood glucose, paramedics where called to assist him at home due to low blood glucose. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.